Manufacturer narrative:
The evaluation report was provided by the service provider on (B)(6) 2020 and confirmed the reported issue. The administration set cassette connector was broken in half, indicating the pump was still engaged to the administration set cassette when force was applied at an angle to the side of the pump at the tubing connection site, causing the connector to snap. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system.

Event description:
On 10/15/2020, a distributor of infutronix reported the following on behalf of an end user: "received a phone call from (B)(6) wife of the patient (B)(6) who received total knee replacement @ (B)(6) healthcare on (B)(6) 2020. She stated her husband came home with his pump(sn(B)(4 ) leaking and stated this was happening when her husband was still in the hospital on before being discharged. Patient and wife reported the medication leaked all night and was a huge puddle in the patient's bed. Leak is coming out from the side of the pump and admin set at the distal end of the cassette tubing going to the catheter." A patient was involved.